Event description:
Nellcor puritan bennett received a report from a clinical engineer that the unit did not provide an audio tone following being dropped. It was also reported that the unit had an audio tone prior dropping. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but has not yet been received.